Event description:
It was reported that following an anterior repair procedure, the pt began experiencing severe leg pain and the doctor noted erosion. The pt has had a follow up procedure to either trim or remove the mesh. Physician stated that the initial placement was good. Add'l info has been requested from the doctor, but not yet received.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Baseline report previously filed.